Manufacturer narrative:
H1: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.

Event description:
Reference number (B)(4). Event occurred in germany. It was reported that patient has discontinued therapy due to abscesses and because the therapy has not brought any improvement in the treatment of parkinson's disease and patient was receiving antibiotics for the abscesses at the infusion sites. No further information was available.